Event description:
Edwards learned of a mitral valve that was explanteds after an implant duration of approximately seven (7) years, eight (8) months for unknown reasons. There were no reported complications. The reported device has not been returned to manufacturer.

Manufacturer narrative:
Additional manufacturer narrative - the reported device has not been returned to manufacturer. Without return of the explanted device or additional information thre reported explant cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.